Event description:
The customer reported that the system displayed an x-rays disabled error and locked up. The customer was able to reboot the system and continue working. There is no report of death or injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.